Event description:
It was reported that, during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The lesion being treated was located in the 95% stenosed and tortuous circumflex coronary artery. During insertion of a 325 cm rotawire floppy guide wire, a kink was noted in the wire. This guide wire was not used and replaced with another of the same. A 1.5 rotablator burr was platformed outside of the body at 153,000 rpm's, advanced through the guide catheter and platformed to the same rpm's inside of the body. Two successful ablation runs were completed for 15 seconds each. Upon the third run, the burr "popped through the lesion and would not come back". Multiple techniques were attempted in an effort to "get the burr back". Pt was taken to surgery for removal of the guide wire and burr. Pt was reported to be "doing very well" following surgery.

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.